Event description:
Healthcare professional reported right side "rupture," "silicone perspiration," "swelling," "color change" and "capsular contracture baker grade ii." Healthcare professional later reported "extracapsular rupture with silicone perspiration and deflation: reason for recovery. Modification of color: yes surgical discovery. Periprosthetic shell stage 2: the breast is hard, but maintains a normal appearance." Device has been explanted.

Manufacturer narrative:
E1: (B)(6). Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ product discolored: no observed. ¿ edema: unable to observe as it is not related to the device. ¿ gel bleed: no observed. No additional observations. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Continued e1 phone number : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and gel leak.

Event description:
Healthcare professional reported "rupture," "silicone perspiration," "swelling," "color change" and "capsulare contracture baker grade ii." Healthcare professional later reported "extracapsular rupture with silicone perspiration and deflation: reason for recovery. Modification of color: yes surgical discovery. Periprosthetic shell stage 2: the breast is hard, but maintains a normal appearance.." Record is for right side. Device has been explanted.

Event description:
Healthcare professional reported right side rupture, "silicone perspiration," "swelling," "color change" and capsular contracture, baker grade ii. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed opening assessed as surgical damage. Observed a missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Product discolored: unable to observe since it is not related to the device. Gel bleed: unable to observe since it is not related to the device. As per the investigation procedure crease was observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.